Event description:
It was reported that the patient a loss of effect. It was noted that the therapy from their implantable neurostimulator (ins) was working then all of a sudden they had a return of their symptoms. She notified her physician of this event and was told that she might have nerve damage similar to when she had a different bladder procedure. She also had pain in her leg but this was present before she had the ins implanted. However, the pain was getting progressively worse and her physician wanted to perform an MRI to rule out multiple sclerosis. She was going to continue to work with both a specialist and her physician. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3093-28, lot# v900974, implanted: 2012 (B)(6), explanted: na, programmer model 3037, serial# (B)(4). (B)(4).